Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist regarding implantation of a 26mm sapien 3 valve in the aortic position via trans-subclavian approach. Before the procedure, an 8mm covered stent was placed into the axillary artery and dilated with 9mm and 10mm balloon. After a surgical axillary cutdown, the 16 fr. Esheath was inserted successfully. The delivery system was insert and valve alignment was attempted. Valve alignment difficulties were encountered; however, the valve was stuck on the newly placed stent. Attempts were made to move the whole system forward and backwards but was unable to move the delivery system at all. An attempt was performed to balloon the valve but the balloon was punctured. It was observed that the valve was either caught on a piece of calcium or hung up on the stent. The patient was converted to sternotomy approach and placed on bypass. The tip of the delivery system was seen coming out of the covered stent. The delivery system was cut with wire cutters close to the surgical cutdown of the axillary artery outside the body. The surgeon then was able to pull taut what was left coming out of the covered stent. The 26mm sapien 3 valve with a portion of the balloon was left in the axillary artery.  The patient then arrested and a 26mm sapien 3 under direct visualization of the aortic valve was implanted. The sapien 3 valve was positioned well 80/20 and trivial pvl leak posterior. Patient was then rewarmed and closed. The left arm was inspected to decide if a carotid to subclavian bypass was necessary. After assessment the patient had good cap refill and pulses. It was then decided that he did not need anymore intervention at this time. The patient was able to leave room in stable condition and go to ICU. Per medical opinion at the case, the most likely the cause was porcelain aorta, and attempting to go through a fresh stent. The patient was reported to be discharged and 'doing well'.

Manufacturer narrative:
The device was not returned for evaluation; therefore, visual inspection, dimensional inspection, and functional testing of the device were unable to be performed. Relevant imagery of the patient anatomy was provided. 3mensio imagery shows porcelain aorta (calcification in the aorta) and reveals the curvature of the aorta, which appears to have a kink. A device history review (DHR) was performed and the work orders revealed no manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no similar complaints that related to ¿delivery system ¿ difficulty with valve alignment - unable¿ or ¿balloon ¿ leakage¿ or delivery system ¿ withdrawal difficulty ¿ from valve, vasculature¿. A review of complaint history data for april 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿valve alignment difficulties¿. A review of complaint history data for april 2018 revealed that the complaint occurrence rate exceeded the control limit for the trend category of ¿leakage¿. Although the trend category of ¿leakage¿ exceeded the april 2018 control limit for the commander delivery system, the presence of a manufacturing non-conformance was not identified. Additionally, a review of complaint history revealed no product non-conformance or IFU/training manual deficiencies. As such, a product risk assessment (pra) escalation is not required. A review of complaint history data for april 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿withdrawal difficulty¿. Based on the review of the instructions for use (IFU) and training manuals, no deficiencies were identified. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. Without relevant photographs, imagery of the procedure, and device itself, the complaints for ¿delivery system ¿ difficulty with valve alignment ¿ unable¿, ¿balloon ¿ leakage¿ and ¿delivery system ¿ withdrawal difficulty ¿ from valve, vasculature¿ were unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform additional visual, dimensional, and functional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lot history, and complaint history did not reveal any manufacturing nonconformance which could have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, a review of manufacturing mitigation further supports that it is unlikely that the device left the manufacturing site with the reported damage on the delivery system as the devices are 100% visually inspected and tested multiple times throughout the manufacturing process. In addition, there was no report of balloon leakage during device preparation, indicating that the balloon leakage occurred during the procedure. Delivery system ¿ valve alignment difficulty ¿ from valve, vasculature as stated in the complaint description, ¿it became apparent that valve alignment wasn't working and seemed the valve was stuck on the stent¿ and ¿we then realized the valve was either caught on a piece of calcium or hung up on the stent¿. If the valve was caught on the stent or calcification, it can result in higher than usual valve alignment forces, and can create difficulty in achieving final alignment position. As stated in the complaint description, the calcification in the aorta may have been the cause of valve alignment issue. In addition, per procedure training manual supplement for subclavian approach, the instruction was to perform valve alignment in straight section of ascending aorta. However, per (B)(4) imagery where a section of the ascending aorta appears to have a kink, it is possible that the valve alignment was performed in this non-straight section of the aorta. This can cause increased alignment forces resulting in the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, resulting in even higher alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Balloon - leakage it is possible that the reported balloon puncture could have occurred during repeated attempts to perform valve alignment. As stated in the complaint description, ¿attempts to move the whole system forward and backwards were performed but unable to move the delivery system at all¿. The additional device manipulation of the delivery system while the valve is in a non-axial position may have caused the valve struts to damage the balloon resulting in the balloon puncture. Per the surgeon, ¿the aorta was too calcified.¿ in addition, the provided imagery reveals the presence of calcification. Calcification in the patient anatomy can also cause damages to the inflation balloon and/or crimp balloon. As a result, difficulty in achieving valve alignment with the valve being caught on the stents/calcium may have also led to the reported balloon leakage. Delivery system ¿ withdrawal difficulty ¿ from valve, vasculature furthermore, if the device was caught on calcification or the stent, it can also lead to withdrawal difficulty of the delivery system from the valve/vasculature. Based on the given information provided by the complaint site, patient (calcified aorta) and/or procedural factors (valve caught on stents/calcium) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Delivery system ¿ difficulty with valve alignment / delivery system ¿ withdrawal difficulty ¿ from valve, vasculature the complaints for ¿delivery system ¿ difficulty with valve alignment ¿ unable¿ and ¿delivery system ¿ withdrawal difficulty - from valve, vasculature¿ were unable to be confirmed. No manufacturing non-conformances were identified during evaluation. Available information suggests that patient factors (calcified aorta) and procedural factors (valve caught on stents/calcium) may have contributed to the complaint events. No labeling or IFU/training manual inadequacies were identified. Review of complaint history revealed that the occurrence rates did not exceed the control limits for the applicable trend categories. Therefore, no corrective or preventive action is required. Balloon - leakage the complaint for ¿balloon - leakage¿ was unable to be confirmed. No manufacturing non-conformances were identified during evaluation. Available information suggests that patient factors (calcified aorta) and procedural factors (valve caught on stents/calcium) may have contributed to the complaint events. Review of complaint history revealed that the occurrence rate exceeded the control limit for the ¿leakage¿ trend category but no product non-conformances or labeling deficiencies were identified. Therefore, no corrective or preventive action is required.